Event description:
The lead was explanted due to a report of j retention wire fracture without protrusions through the outer polyurethane insulation. Please note: on the previous report the correct event date should be 1/13/99. Explant method: intravascular, superior technique/tools: direct traction no complications.